Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited fluctuating fill volumes while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited fluctuating fill volumes, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited fluctuating fill volumes while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the external components revealed no anomalies. Visual inspection of the internal components revealed a fractured housing boss in the lower left section of the driver. This was likely the result of an impact shock and did not affect the fill volume during investigation testing. The driver was tested and passed all test acceptance criteria, which included pressure test requirements associated with normotensive and hypertensive settings, with no anomalies or unintended alarms. The driver was then tested for an additional 93 hours at normotensive patient simulator settings with no anomalies, unintended alarms or fill volume issues. The reported fluctuation of fill volumes was not reproduced during investigation testing, and the root cause could not be determined. During investigation testing, the driver performed as intended, and there was no evidence of a device malfunction. The driver was serviced and passed all final performance testing. The reported issue posed a low risk to the patient because the freedom driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.